Manufacturer narrative:
Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. This patient care and management section also cautions the user to avoid pulling on or moving the driveline at the exit site and stated that the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage and already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was delirious and agitated, and pulled hard on the driveline causing deep bleeding. The surgeon applied stitches to fix the driveline exit site and the bleeding stopped. The issue reportedly resolved by (B)(6) 2015. No additional information was provided.